Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a failed battery test alarm. Customer's blood glucose was not known. During troubleshooting, no relevant damage or corrosion was noted. Following advice to clean the battery cap contact, allow to dry, and insert a new battery into the insulin pump, customer received another failed battery test alarm. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corner, and a cracked reservoir tube lip.